Event description:
It was reported that during a varix procedure that the clips would not advance. Another like device was used. There was no patient consequence.

Manufacturer narrative:
(B)(4). Lockout spring out of position, damaged antibackup. Evaluation summary: the analysis results for the mcs20 instrument a, confirmed that it was returned non-functional. The instrument was cycled and would not feed the clips and the anti-backup was noted to be non-functional. Additionally, the cartridge cover was noted to be cracked. Upon disassembly of the instrument the feedbar was found to be bent and disengaged from the feedbar driver; therefore, not allowing the proper feeding of the clips into the jaws. Additionally, the lockout spring was noted to be out of position. The analysis results for the mcs20 instrument b, confirmed that it was returned non-functional. The instrument was cycled and would not feed the clips and the anti-backup mechanism was noted to be non-functional. Upon disassembly of the instrument the lockout spring was found to be out of position. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.